Event description:
It was learned through implant patient registry that a 27mm 11500a resilia aortic valve was explanted and replaced with a 25mm 3300tfx aortic valve after an implant duration of 2 years, 11 months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical record that a 27mm 11500a resilia aortic valve was explanted and replaced with a 25mm 3300tfx aortic valve after an implant duration of 2 years, 11 months due to endocarditis. Per medical records, patient presented with positive blood cultures (staphylococcus epidermidis) with gpcs in clusters. Tee demonstrated large vegetations on aortic valve and was discharged home on IV antibiotics. Patient returned to hospital for reintervention. Intraoperatively, aortic valve noted to have hole secondary to endocarditis. Patient underwent redo ascending aortic aneurysm repair with graft. Calcific deposits were carefully removed and lvot debrided. A 25mm 3300tfx valve was implanted. Surgeon noted that this was a very complex procedure. Patient also underwent innominate artery reconstruction. Patient was weaned from cpb and tee demonstrated normal lv and rv function. Post-operatively, large amounts of bleeding occurred, and patient returned to or for washout. On pod#1 patient progressively declined and was placed on va ECMO due to cardiogenic shock. Patient remained hypotensive and continued to dump massive amounts of blood from chest tubes. Patient expired on pod#2.